Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the right ventricular (rv) lead. The lead also had elevated and varying pacing thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.